Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons break off inside. Half missing - vagina [foreign body in reproductive tract]. Pulled it out and half of it was missing - tampax [complication of device removal]. Tampon applicator scratched [medical device site injury]. Scratch - vagina [vulvovaginal injury]. Tampons break off inside [device breakage]. Applicators bending - tampax [device physical property issue]. Consumer contacted via e-mail and stated that the tampon broke off inside of her; she pulled it out and half of it was missing. No serious injury was reported.